Manufacturer narrative:
The device remains in service without further complication. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that shortly after the implant procedure, the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. An x-ray was performed, which showed air bubbles in the device pocket. The inappropriate shock was due to oversensing of the noise caused by the air bubbles. No adverse pt effects were reported.